Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 16-nov-2016, a medtronic representative went to the site to test the equipment. The mechanical test, imaging test and safety inspection all passed the imaging system check-out; the system performed as intended. A software investigation was initiated; further evaluation is currently in progress.

Event description:
A medtronic representative, following up with the site, reported that the imaging system was having issues during a spinal fusion procedure: windows crashed after taking 2d shots, just before taking the post-op scan. Re-booting the system did not resolve the issue. An alternate imaging system was used for the post-op scan. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. In further trouble-shooting, re-installing the software appears to have resolved the issue. A corrupted operating system was suspected to have caused the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.